Event description:
A dialysis home pt reported a system error 2240 alarm in dwell 4/4 during treatment using homechoice device. The pt noted a leak in the supply line of the homechoice set cause by his pet cat chewing through the line while the pt was sleeping. The pt was instructed to discontinue treatment at the time of the alarm. Four days following this incident, the pt was hospitalized for 3 days with peritonitis. The pt was treated with ancef ip, 1 gm x 14days, and is responding to treatment, according to the health care professional. Follow up with the health care professional revealed she was unaware the pt had pets. The health care professional will f/u with the pt regarding this issue.